Event description:
The monitor went blank before the 1st freeze cycle during a prostate procedure on (B)(6) 2015. The system was rebooted and plugged into a different power source and the connections were checked, but there was still a blank screen. The pt was under anesthesia with no injury. The case was canceled and will have to be rescheduled.

Manufacturer narrative:
The system was inspected by galil medical field service personnel. The customer complaint was verified. The pc and monitor usb cable were replaced. The usb cable is for the functioning of the monitor touch screen. The pc was not producing the video signal for the monitor resulting in the blank screen. The root cause was determined to be anticipated wear and deterioration. The system was left in proper working order after the service call.